Event description:
About 2 1/2 hours into the treatment, the med port on the arterial line came apart and blood was pumping out of line onto the floor. The amount of blood loss was not determined. The line was replaced and the patient ran his full 3 hours. The patients hct was stable after the incident.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.